Event description:
It was reported that the zoom function could disengage during use due to a malfunctioned drive link assembly.

Manufacturer narrative:
Zoom; drive link assembly.

Event description:
It was reported that the zoom function could disengage during use due to a malfunctioned drive link assembly.

Manufacturer narrative:
.